Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a ¿bg-dosing stops soon¿ notification because the dexcom g7 continuous glucose monitor (cgm) sensor was paired to the dexcom app but not to the ilet, and the user initially failed to pair the cgm to the ilet. No adverse clinical symptoms reported and no change in blood glucose levels. Outcomes included user education and successful completion of troubleshooting steps to enter the sensor code on the ilet and allow time for pairing, with dosing expected to resume upon cgm pairing. User support included remote technical troubleshooting and user guidance. Investigation of this case revealed a use-related pairing issue consistent with cgm not paired and incorrect or incomplete pairing workflow, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and pairing.